Event description:
Additional information: prior to the pump exchange procedure on (B)(6) 2015, the patient was reportedly admitted (B)(6) 2015 due to a new onset of neurological symptoms that were concerning for cerebrovascular accident (cva). A CT scan of the head was negative. Laboratory test results showed an elevated lactate dehydrogenase (ldh) level of approximately 1000 u/l. A heparin infusion was initiated and the patient was admitted. On the morning of (B)(6) 2015, the patient was noted to have further right sided weakness, and loss of bowel and bladder control. An urgent CT scan performed was positive for a left cerebral artery occlusion. The patient was transferred to the surgical intensive care unit. A repeat CT of the head showed an evolving ischemic cva. A cardiac CT did not reveal any thrombosis. The ldh value began to rise again and integrilin was started on (B)(6) 2015. A pump exchange was subsequently performed on (B)(6) 2015.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 2 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was exchanged on (B)(6) 2015 due to suspected pump thrombus. It was reported that approximately 5 days prior to the pump exchange, an increase in pump powers was noted. The patient had run out of coumadin on an unspecified date and decided to wait until the next clinic visit scheduled for (B)(6) 2015 to resume use. The patient became symptomatic with a subtherapeutic inr (less than 2 based on an inr goal of 2-3) and elevated lactate dehydrogenase levels. Heparin and integrilin were started without success. The pump thrombosed within a week secondary to the patient's noncompliance with anticoagulation.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. The deposition¿s lack of concentric layering indicated that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined through this evaluation, it could have contributed to the patient¿s power elevations and increased ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.